Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Not returned to manufacturer.

Event description:
Primary surgery was performed on (B)(6) 2016. On (B)(6) 2017, revision surgery for infection was performed (conversion of the reverse shoulder arthroplasty (rsa) to hrp. All tornier components were removed.